Manufacturer narrative:
At the time of this report, multiple attempts to obtain further information from the hospital have been unsuccessful, and the device has not yet been returned for evaluation. As a result, a determination cannot be made at this time. If further information becomes available, gyrus acmi will continue the investigation and update the agency accordingly.

Event description:
During a surgical procedure while using a USA elite cfr inner sheath, the tip broke and fell into the patient. Pieces were recovered without any trauma to the patient, x-ray was taken to make sure all pieces were removed.